Event description:
A barostim system was implanted on (B)(6) 2025 and it was noted that the patient was on blood thinners. On (B)(6) 2025, the patient experienced a large neck hematoma and presented to the emergency room. The physician explored the wound and evacuated the hematoma which resolved the issue. Per the opinion of the physician, the root cause of the hematoma was a combination of wound care and blood thinners and it was considered to be normal post-operative symptom. There was no plan for further intervention. The patient was seen for a follow up on (B)(6) 2025 and it was confirmed that the hematoma resolved.

Manufacturer narrative:
While analysis was unable to be performed as the device was not returned, per the opinion of the physician, the root cause of the hematoma was a combination of wound care and blood thinners and it was considered to be normal post-operative symptom. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).